Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 3.00 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. During removal, the stent got caught at the edge of the non-bsc guide catheter and was damaged. After getting the guide catheter more coaxial with the vessel, the physician was able to remove the device and the procedure was completed with another 3.00 x 24 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the crimped stent revealed mid-proximal stent damage. Struts 1-8 from the distal end of the device were undamaged; the proximal struts were bunched in a distal direction exposing the proximal section of the balloon. The undamaged crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp markings evident on the exposed proximal balloon wall indicating overall crimp contact between the balloon and stent at the time of manufacture. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and slight damage was noted. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 3.00 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. During removal, the stent got caught at the edge of the non-bsc guide catheter and was damaged. After getting the guide catheter more coaxial with the vessel, the physician was able to remove the device and the procedure was completed with another 3.00 x 24 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.